Event description:
Customer alleged an accidental needlestick due to a new softclix lancet that had no protective cap. Alleged his finger started to become red and swell. Stated he went to his doctor's office and was treated with an antibiotic cream twice a day for 10 days. Suspect product was requested for return, however customer had thrown out all of the uncapped lancets.